Event description:
This device was implanted on (B)(6)2 003 and was explanted on (B)(6) 2009. Patient called patient services on (B)(6) 2012 and stated that they murdered his left vessel with the other 3 leads that were put in on his left side, so his current device needed to be implanted on his right side. They had no place to insert a new lead without running into scar tissue on his left side. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).